Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain"), device breakage ("several silver-colored metallic coiled fragments of wire") and menorrhagia ("heavy bleeding during menstruation / abnormal and prolonged menses") in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy in (B)(6) 2014, multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2008) and miscarriage. Concurrent conditions included seizure and obesity. Concomitant products included evra (ortho evra) for contraception as well as vitex agnus-castus (vitex agnus castus). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), depression ("psychological or psychiatric problems- condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychological problem"). On (B)(6) 2015, the patient experienced uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth") and migraine ("migraine headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for removal of essure and hysteroscopy, d&c.), surgery (laparoscopic bilateral salpingectomy for removal of essure and hysteroscopy, d and c), surgery (ablation on (B)(6) 2006,dilation and curettage) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, dysmenorrhoea, mental disorder, uterine pain and vulvovaginal pain had resolved, the device breakage outcome was unknown and the dysgeusia, migraine and depression was resolving. The reporter considered abdominal pain lower, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, mental disorder, migraine, pelvic pain, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: after the essure removal all of plaintiff pain and other symptoms completely stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain"), device breakage ("several silver-colored metallic coiled fragments of wire") and menorrhagia ("heavy bleeding during menstruation / abnormal and prolonged menses") in a 24-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy in august 2014, multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2008) and miscarriage. Concurrent conditions included seizure and obesity. Concomitant products included evra (ortho evra) for contraception as well as vitex agnus-castus (vitex agnus castus). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychological problem"). On (B)(6) 2015, the patient experienced uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for removal of essure and hysteroscopy, d&c.), ablation. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, dysmenorrhoea, mental disorder, uterine pain and vulvovaginal pain had resolved, the device breakage outcome was unknown and the dysgeusia, migraine and depression was resolving. The reporter considered abdominal pain lower, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, mental disorder, migraine, pelvic pain, uterine pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: after the essure removal all of plaintiff pain and other symptoms completely stopped. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device breakage. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: event several silver-colored metallic coiled fragments of wire added. Plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication. Events vaginal haemorrhage, dysmenorrhoea, mental disorder, uterine pain, vulvovaginal pain were added. Events outcomes updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal and prolonged menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), dyspareunia ("pain during intercourse") and depression ("depression"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysgeusia, migraine, dyspareunia and depression was resolving. The reporter considered abdominal pain lower, depression, dysgeusia, dyspareunia, menorrhagia, migraine and pelvic pain to be related to essure (ess205). The reporter commented: it was reported that since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.